Manufacturer narrative:
(B)(4). Batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot. Additional information was requested and the following was obtained: as mentioned in the description "there was a gap in the remnant stomach side. Procedure was completed, and no intervention required." Is this because there's 3 staple lines and the dr was happy with the remaining 2 lines therefore no intervention was required? - jjm rep response to additional information: no, it¿s because the remnant stomach is completely removed and not critical to the operation.

Event description:
Laparoscopic sleeve gastrectomy; first firing in with gst60t reload. After firing the device it seemed to get stuck on the tissue. Once the doctor managed to remove the device there was a staple stuck in the cartridge and there seemed to be a gap in the remnant stomach side. He completed the procedure, no intervention was required. No adverse event occurred to the patient. Ten minutes delay to procedure.

Manufacturer narrative:
(B)(4). Batch # r57p0j. The analysis results showed that one gst60t cartridge reload was received. The reload was received with no apparent damage and fully fired. No functional test could be performed due to the condition of the reload. Event described could not be confirmed as the cartridge was received fully fired. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.